Event description:
The lead was explanted.

Manufacturer narrative:
The no communication was verified. Upon receipt, no communi- cation could be established due to a low battery voltage. With a replacement battery, no communication could be established with rf telemetry, however communication was normal via inductive telemetry. An anomaly within the rf module was identified as the cause for the depleted battery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. An output anomaly was noted. The device was explanted.